Manufacturer narrative:
Product complaint (B)(4). Investigation summary: examination of the returned device confirmed the reported event. The investigation did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative:  added: d10. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2020 via tka. During the surgery, when the surgeon inserted femoral component and blew the attune femoral introducer (p/n: 254401005), the red central thumb of the introducer broke. The red central thumb became fragmented each time the surgeon blew with hummer. The surgeon did not blow strongly. The all red parts came off and metal part was exposed. The surgery was completed with no surgical delay. There was no harm to the patient. The surgeon requested detail information about the introducer¿s endurance, ingredients of the red part, the introducer can bear how much force, when the introducer must be replaced (how many times the introducer can use). No further information is available.